Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at (B)(6) and was determined to be acceptable. (B)(4).

Event description:
It was reported that when placing the wire into the holder, the wire was frayed and coming unraveled.